Event description:
Pt reported experiencing discomfort and sensation of "impulses reving up" when passing through library security system. Report received from security system MFR. No further info available from voluntary reporter.